Event description:
It was initially reported by the physician that when he performed normal mode diagnostics on the pt, he got high lead impedance warning. No trauma or manipulation to the device was reported. Physician did not know when the last good diagnostics results were obtained as this was the first time he treated the pt. Physician was advised to turn off the device and take x-rays. Pt will likely undergo a full revision surgery.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.